Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized ¿months ago¿ due to a decrease blood glucose (bg) level. Reportedly, the customer could not recall the exact date. Bg was not provided. Reportedly, the customer lost consciousness. Customer was treated with intravenous fluids of dextrose to address bg. Treatement resolved the issue and there was no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes. Multiple attempts were made by tandem¿s technical support to obtain the admission and discharge dates; however, no response was received.